Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2018-13108. It was reported the patient's lead had migrated. The issue was confirmed via x-ray. Surgical intervention was undertaken on (B)(6) 2018 during which the existing lead was repositioned. It is unknown which lead migrated therefore both are being reported.